Event description:
An ophthalmologist reported a hypopyon and endophthalmitis following an intraocular lens (iol) implant procedure. The patient experienced. " a drop in vision." The patient was treated with ocular medication. The lens remains implanted in the eye. A bacterium inspection was not performed.

Manufacturer narrative:
Product evaluation: new lot number was provided. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. There have been three other similar complaints reported in the lot number. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(4). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing.

Manufacturer narrative:
Corrected information provided. The product was not returned. The customer indicated the use of an approved cartridge, with an unknown handpiece. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Three viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The manufacturing investigation has not identified a root cause to date.

Event description:
Additional information was received that the patient also experienced keratic precipitates. The clinical judgement of the inflammation was determined to be noninfectious due to effective response to medication.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Product evaluation: the product was returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).